Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, quintuple bypass heart surgery, three separate strokes, mass found in the brain. In addition, the patient also hypersensitivity inflammatory response cancer death. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, quintuple bypass heart surgery, three separate strokes, mass found in the brain. In addition, the patient also hypersensitivity, inflammatory response, cancer and death. At this time, no medical intervention has been reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In this report, in box e reporting institution name has been updated/corrected. In box h remedial action init, recall (z) number, problem code, method code, results code and conclusion code has been updated/corrected.